Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
He claimed issue was related to internal leakage test failure during pre-use check (puc). There was no patient involvement. The issue was decided to be reported based on available information (no logs or no information about faulty part), as the initial description may have underlying causes, which represent a reportable event. In further process of complaint handling the received information indicated that the problem was resolved by cleaning expiratory cassette's membrane and inspiratory pipe. Identification of issue has been done by analyzing problem description and service report. The issue has been resolved and the device was delivered to the user in working condition. Expiratory cassette's membrane is an article of consumption. Operating capacity for the membrane is estimated to 10.000.000 breathing cycles. It has been determined that the most likely root cause is design labelling. The problem is related to dirty expiratory cassette¿s membrane, therefore cleaning manual for ventilation products will be updated. The correction of field #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/16/2020 corrected manufacture date: 10/14/2020 #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).